Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink extension set ¿went dry.¿ the reporter stated that a nurse had primed the line. The issue was noted approximately 30 minutes after priming, when the nurse was about to attach the device to the patient. There was no patient involvement. No additional information is available.